Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history records was requested, but device history records were not available as device is older than ten years. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the investigation has shown that the front part of the instrument is indeed broken / snapped off. The review of the production history revealed that this article was manufactured according to the specifications (manufactured in march 2004). No manufacturing related issues that would have contributed to this complaint were found. The fracture surface is homogenous, which indicates material conformity as well. Based on these findings we conclude that the cause of failure is related to a mechanical overloading during use over the years. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the periosteal elevator snapped with very little pressure exerted. Device snapped into two pieces and nothing was left in patient. Alternate device was used to complete the case. There was no delay to procedure and harm to the patient. This is report 1 of 1 for (B)(4).